Event description:
A loss of power with the system during a breast biopsy procedure. In addition, it was reported that the lcd screen was showing vertical lines on the screen. The dr was able to finish the procedure with no pt consequence reported.